Event description:
The patient received an implant on (B)(6) 2009 due to pulmonary embolism (pe) prophylaxis. The patient alleges tilt, vena cava perforation, back pain, and leg/ankles swelling. The patient further alleges limited mobility. (B)(6) 2018, per a report from xray; ¿findings: ap and lateral views of the abdomen were performed. The patient has an ivc filter. No fracture of the struts. It is positioned with the tip at the l1-2 disc level. There is a slight anterior tilt.¿ (B)(6) 2019, per a report from computed tomography; ¿impression: properly positioned vena cava filter. No evidence for cranial or caudal migration. 4 of the struts project beyond the caval wall, particularly the posterior lateral strut which extends to the anterior margin of the right psoas muscle.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava perforation, tilt, back pain, leg/ankles swelling, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported back pain, leg/ankles swelling, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
27may2022, per a report from medical opinion; ¿radiographs of the abdomen performed on (B)(6) 2018 demonstrated the ivc filter tip at the approximated l1-2 level with an intact device in anterior tilt. The final radiology report from a CT scan of the abdomen performed on (B)(4) 2019 described the ivc filter tip at the level of the renal veins, as well as, four (4) total anterior and poster filter component penetrations. The two (2) anterior and one (1) posterior component penetrations extended 7-8mm beyond the wall of the inferior vena cava consistent with a greater than 3mm or grade 2 pathologic filter penetration. The fourth, and posterolateral, component penetration extended 10mm beyond the wall of the inferior vena cava and was described as abutting, or in contact with, the anterior right psoas muscle consistent with a greater than 3mm or, at a minimum, a grade 3 pathologic filter penetration. I have personally reviewed the march 4, 2019 non-contrast CT examination which also confirmed the presence of at least four (4) significant filter component penetrations...a right postero-lateral penetrating filter component, at the 8 o'clock position , extends approximately 12 mm beyond the perceptible inferior vena cava wall (in the sagittal plane), and was observed to be penetrating the right psoas muscle on axial imaging, consistent with a grad 4 pathologic filter component penetration".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, h6. Investigation the following allegations have been investigated: organ perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." Patient outcome: alleged "loss of consortium" & "punitive damages."